Event description:
It was reported that once the intra-aortic balloon (iab) was inserted and the fiber optic cable was connected, the console generated a fiber optic sensor failure alarm. It was also noted that the arterial pressure waveform was not displayed. The customer then used the pressure transducer to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood between the sheath and catheter and on the exterior. A non-maquet sheath was attached at approximately 45.21 cm from the iab tip. Three catheter tubing kinks were found at approximately 71.37 cm, 72.9 cm, and 76.2 cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, pressure tubing, extender tubing, and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and a pressure reading could not be obtained. A visual fault locator was used to detect any breaks along the length of the optical fiber and no breaks were observed. The evaluation confirmed the reported sensor failure. However, we are unable to determine how this may have occurred. This issue has been escalated to respective supplier in order to determine a root cause. Reference complaint#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a